Manufacturer narrative:
H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty for an indication of osteoporosis fracture of t5/t6. It was reported that the doctor accessed the left side of the pedicle of t5 and t6, performed biopsies, and ballooned both vertebral bodies. Cement was injected at t6, and it was observed that the cement appeared to approach the neural foramen. At t5, the balloon was found to still be inflated as cement injection began, and the cement appeared to be in the neural foramen. The procedure was concluded after the doctor pulled both trocars and took a final image. The patient reportedly had no feeling in the left foot and was starting to have feeling in the right foot, which was attributed by the physician to local anesthesia and expected to resolve in a few hours. Prolongation of existing hospitalization occurred, and consideration was given to performing a computed tomography scan.